Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not working as expected and was dissatisfied with the placement of the reservoir. A surgical procedure was performed during which a possible fluid loss in the reservoir was identified by the physician. A new cylinder was placed, and the reservoir was removed and replaced and filled with saline with no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.